Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter perforated the left superior pulmonary vein (lspv). The case was aborted and the patient was under general anesthesia. There was no intervention required for the perforation, and the patient has recovered. No further patient complications have been reported as a result of this event.